Manufacturer narrative:
An event regarding damage involving an adm impactor was reported. The event was confirmed. Method & results: device evaluation and results: visual examination confirmed that the device has fractured through the threaded hole. Medical records received and evaluation: not performed as not relevant to the investigation. Device history review: a device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there has been one other complaint for the reported lot which is also within the scope of the CAPA. Conclusions: this event was previously investigated and is currently under investigation in CAPA. The root cause was determined to be design.

Event description:
It was reported during primary right hip surgery, the impactor broke in half. Doctor used another one, no impact to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported during primary right hip surgery, the impactor broke in half. Doctor used another one, no impact to patient.